Event description:
It was reported that a cgm error 42 occurred, and the customer expressed frustration as she was not at home to reset the pump. The error had been reported three or more times previously. There was no reported impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump with one that has updated software, and the customer will continue to use their current pump for insulin therapy until the replacement pump arrives.